Event description:
It was reported that a dexcom g7 continuous glucose monitoring sensor failed to pair with the ilet bionic pancreas, while the sensor was confirmed paired to the dexcom g7 mobile application and the sensor code was verified. Symptoms included no clinical symptoms. Outcomes included no clinical impact. Investigation included customer service troubleshooting and education, including confirming the sensor code and having the user toggle the app configuration from g7 to g6 and back to g7 followed by a wait period for pairing. Investigation of this case revealed a pairing failure limited to the ilet interface with the cgm. It was concluded that the device experienced a communication or connectivity issue between the ilet and the dexcom g7 without patient harm.